Event description:
The external pulse generator was returned as it had been dropped, and it subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis confirmed the customer comment that the unit had been dropped and the case cracked, the upper and lower cases were broken as were both bail covers. Analysis also found that one heart wire was contaminated, the battery contacts were compressed and the battery drawer o-ring was missing. (B)(4).